Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was tested during flight take off and landing with the set being disconnected from the user's body. The customer¿s blood glucose level was unknown at the time of the incident. The pump continued insulin delivery due to high pressure changing during the flight. The pump had been set at 1 unit per hour of basal delivery, but in reality, the pump never stopped delivering insulin. The pump was suspended but insulin continued to drip from the cannula. The customer took pictures and video of the event. The customer also observed fa767 behavior, and had keypad response issues. Troubleshooting was not completed. It is unknown if the insulin pump will be returned for analysis.